Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be charged resulting in a pump shutdown. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.